Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion') and device breakage ('device beakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("genital bledding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and fracture. Patient essure confirmation test was done on (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became incident. New events device expulsion, device breakage, pelvic pain, vaginal bleeding, vaginal discharge and psych injury were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("genital bledding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and fracture. Patient essure confirmation test was done on (B)(6) 2012. Coil was placed bilaterally with the right eight coils protruding into the cavity, left side five. Removal date: (B)(6) 2008, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion of the fallopian tubes. Normal appearance of injury uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporters, rcc note, patient date of birth, race information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion') and device breakage ('device beakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("genital bledding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the device breakage outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and fracture. Patient essure confirmation test was done on (B)(6) 2012. Coil was placed bilaterally with the right eight coils protruding into the cavity, left side five. Removal date: (B)(6) 2008, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion of the fallopian tubes. Normal appearance of injury uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.